Event description:
Received notice of complaint concerning above product from director of nursing. Reports a first use reaction with this dialyzer. States that dialyzer was flushed with 2l of 0.9% normal saline as part of the prime. Called facility 5/29 for further info. Director of nursing on vaction until 6/4. No one else able to provide needed info until then. 6/5-spoke with director of nursing regarding event. States that the pt treatment was initiated using a dry pack dialyzer (pt usually has a preprocessed dialyzer, but none were available on day of event). The director of nursing reports that the health care professional primed the dry pack according to procedure (flushed with 1 liter normal saline, recirculate, flush through with an additional liter of saline, recirculate, then prior to initiation, the prime is dumped). The pt developed abdominal pain within approximately 20 minutes and then experienced a hypotensive episode (blood pressure decreased to 90 systolic from 120 systolic) and became diaphoretic and restless. Treatment stopped, blood returned to pt. Intravenous benadryl administered. Md made aware of situation. Symptoms resolved and pt left facility in stable condition. Received treatment the next day without incident. No further injury reported, no intervention required or lab work drawn. Pt is not new to dialysis, receives treatment 3 times week for 4 hours. Dialyzer discarded on day of event. 6/11- update to file. Filing medwatch due to medical intervention intravenous benadryl.